Event description:
It was reported that there was lead noise during manipulation, with the customer's explanation being a probable lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary updated: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the outer insulation had a cosmetic abrasion, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.